Event description:
The customer reported that they had a patient who came into their facility and reported that in the past he had an anaphylactic reaction to cidex opa. The patient reported that during previous visit to an oral surgeon, his throat closed up. The customer did not have any information regarding treatment for the patient. The customer declined to share identifying information about the patient. The customer was encouraged to have the patient contact asp to report his incident. The customer was told not to use anything that had been treated with cidex opa on the patient.